Manufacturer narrative:
Unit passed self-test. Unable to perform rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test due to missing retainer ring. Unit successfully downloaded to thus. The electronic assemblies and motor assemblies were inspected, and moisture damage noted. The p-cap does not locks properly due to missing retainer ring. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked battery tube threads, missing o-ring(reservoir tube), detached retainer, broken reservoir tube lip, corroded battery tube, corroded motor home switch. Cosmetic damage at retainer ring was confirmed during analysis. Unable to test for reported harm due to missing retainer ring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the broken retainer ring on the pump and damage on the pump. The customer reported blood glucose value of 368 mg/dl. The customer reported hyperglycemia treated with manual injection/insulin pen. The event involved product(s) mmt-431a, mmt-342, and mmt-1780kl. Troubleshooting was partially performed, and the issue was not resolved. No harm requiring medical intervention was reported. No product return is required for mmt-431a. No product return is required for mmt-342. Product return was requested for mmt-1780kl, and the customer response was the device will be returned.